Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six weeks post-bladder removal surgery, there were fistulas formation two at first and then a third. The open wounds leaked blood and pus for over a year and required weekly and biweekly trips to the hospital wound clinic in 2017, tissue ripped internally and a hernia formed around the stoma. The hernia continued to grow as was operated on robotically in 2019. Since then the liquid has accumulated in the area. Computed tomography (CT) scan was performed. The liquid was removed this month. Since then the area starting to swell again. The continual swelling in the area has caused problems in keeping the urostomy appliance on. Using allis clamps, the patient went ahead and proceeded to bring a stapler across the top to secure the open end (from dr's report). Six weeks after the surgery two (2) and then three (3) open wounds that required twice a week and weekly visits to the hospital wound clinic. As the wounds need to be drained and packed. The visits continued for a year. Additional bandaging was needed on a daily basis. This caused extension of patient hospitalization.